Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was in a moderately tortuous and moderately calcified left superficial femoral artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 10atm for 3 seconds and was removed without any problem. The procedure was completed with another of the same device. No complications reported and there was no problem with the patient post procedure.